Event description:
The customer reported that he had incorrectly used his olympus endoscope reprocessor by not using the cleaning tube. This event had no patient involvement, nor did the incorrectly reprocessed device cause any patient harm. This file is related to report with patient identifier (B)(6) (um-2r ¿ see d10).

Manufacturer narrative:
Following the reported event, olympus provided instructions on how to properly operate the endoscope reprocessor. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the cleaning tube issue could not be determined. Olympus will continue to monitor field performance for this device.